Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in the left eye after flap lift enhancement approximately one week post treatment. A flap lift and rinse was performed, and epithelial ingrowth was removed slit lamp without any complications. Two weeks later, the patient presented with epithelial ingrowth in both the eyes. Flap lift and rinse was performed in both the eyes for removal of epithelial cells. There was no loss of best corrected visual acuity (bcva) reported. The patient had recovered and the condition was resolved by (B)(6) 2014.